Event description:
It was reported that an angio-seal was deployed successfully and hemostasis achieved. Twenty four hrs later, while the pt was still in the hospital, the pt felt pain in the groin. An ultrasound revealed a pseudoaneurysm. Manual compression was applied.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) caution that an av fistula or pseudoaneurysm are possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.